Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found external insulation abrasion at 45.6cm to 46.9cm from the distal end of the lead due to friction to another device. Reliability laboratory technician; (B)(4); no complaint received with return of device. Failure (event) observed during analysis.